Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the time of implant the implantable cardiac monitor (icm) failed to connect to the patient connector. It was further noted that the physician felt it was a device issue and the icm was replaced. No patient complications have been reported as a result of this event.